Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent a system upgrade procedure from a dual-chamber implantable cardioverter defibrillator (ICD) to their current dual-chamber pacemaker. Intraoperative measurements were satisfactory: impedance was 581 ohms and pacing threshold was 0.6 volts (v) at 0.5 milliseconds (ms). The patient had no intrinsic rhythm, so no true sensing value could be obtained. The sensed signal from the device was 12 millivolts (mv). Postoperatively, the measurements remained stable: impedance was 562 ohms and pacing threshold was 0.7 v at 0.4 ms. While the patient was in the recovery room, the anesthesiologists observed that the patient had no cardiac rhythm for a few seconds. We interrogated the device, but no episodes were stored. Troubleshooting was performed, and no artifacts were visible. All values remained stable. The device was then reprogrammed to vvi 60 beats pe minute (bpm), and the output was set to auto. No other adverse patient effects were reported. This product remains in service.